Event description:
Event: patient reported atrial fibrillation and had stroke end of march. Patient is on a blood medication and anti-cholesterol medication as well. Unilateral primary osteoarthritis, right knee. Freq: physician to inject one syringe into right knee once a week for 3 weeks. Prescriber contact information: (B)(6).